Event description:
It was reported that caller experienced air bubbles and gaps in tandem mobi cartridge during pumping, with bubbles about quarter inch in size, and issue was no longer occurring at time of call. There was no adverse impact to the customer's blood glucose level. Caller resolved issue by changing cartridge and then resumed insulin use, and no additional information was received regarding further outcomes.